Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device had an accelerated ventricular arrhythmia episode. Anti tachycardia pacing (atp) was delivered twice to convert the arrythmia; however, was unsuccessful. A 21 jule shock was delivered which successfully converted the arrythmia. It was also noted that an atrial tachy response episode showed noise on the atrial and ventricular leads which was oversensed by the device. It is suspected that the source of the noise could be procedural related. A request has been sent to the field to obtain additional details regarding this event. This device remains implanted and in service. No adverse patient effects were reported. Additional information was provided from the field indicating that the physician does not intend to further investigate the source of the reported noise. The patient will continue with regular follow-up visits.